Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient never had a therapeutic effect and experienced stimulation in the wrong location. It was reported the patient had the lead in place for headaches and to reach the occipital nerve. It was noted the patient only felt stimulation at the base of her neck and it did not reach up her head where the headaches were located. It was noted the patient was not receiving effective relief of her headache, nor was she receiving any relief in duration, frequency or intensity of her headaches. Extensive reprogramming was reportedly tried by the manufacturer representative (rep) and stimulation was only able to be achieved at the base of the neck. It was reportedly unknown if any symptoms or complications were associated with the event. It was noted the patient¿s status at the time of current report was ¿unable to obtain.¿ the patient was referred back to the implanted surgeon.

Event description:
Additional information received reported the manufacturer representative (rep) completed an impedance check when she saw the patient and the lead was reportedly intact. The rep was unaware if the patient had seen or made an appointment to be seen by the physician and what the outcome of that visit may have been.

Event description:
It was reported that the patient¿s stimulation had changed starting 2 to 3 weeks ago. It was noted that the patient did not associate the change with any falls or trauma. It was noted that the unit was ¿not working right¿ and they were ¿not getting full stimulation.¿ it was noted that when the patient pressed on the back of their neck the stimulation increased to a voltage level that they would expect to get but were not. It was noted that the patient had 3 programs and had tried to make adjustments. Additional information received reported that the patient had a loss of therapeutic effect. It was noted that 2 to 3 weeks ago the stimulation changed and now the patient had a lot of problems. It was noted that the stimulation was not going to where the patient needed it. It was noted that before the patient had it ¿pegged right.¿ it was noted that the patient had the stimulator for pain in the brain; they had massive migraines.

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3987a, lot# n375835, implanted: (B)(6) 2014, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).